Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to the emergency room for a skin infection due to a site issue with the infusion set. The customer reported that the current blood glucose level was 9 mmol/l. It was reported that they were treated with antibiotics via intravenous drip. The customer declined the troubleshooting at the time of call. Insulin pump is not expected to return for analysis.